Manufacturer narrative:
This device was returned for maintenance; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during periodical maintenance, it was determined that the motor device locking mechanism did not function. It was further determined that the device failed pretest for safety. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction : the date of this report and date received by manufacturer were reported as jan 11, 2019 in the initial medwatch. The correct date is jan 28, 2019. A review of the service history record indicates that the device has was previously returned for an unrelated malfunction. If additional information should become available, a supplemental medwatch report will be sent accordingly.